Manufacturer narrative:
The reporter indicated the patient had two lifestents implanted (lot: anaz2644 and anaz2629).it is unknown if one, both or either of the devices cause or contributed to the patient's death. The cause of the patient's death remains unknown. The catalog numbers (5f060601c, 5f061201c) for (lot: anaz2644 and anaz2629) have not been cleared in the us, but are similar to the lifestent® 5f vascular stent system product that is cleared in the us. The 510 k number and pro code for the lifestent® 5f vascular stent system product are identified in this report. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiration date: 11/2018 (aaz2644) and 05/2018 (anaz2629); device manufacture date: 01/2017 (anaz2644) and 12/2016 (anaz2629). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, that approximately eight months post stent placement in the right distal superficial femoral artery/popliteal I, the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided.